Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck during injection and on implantation into the eye was torn. The iol was explanted and exchanged during the original surgery session. There was no patient harm or injury. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The verbatim report received identifies hat the lens got stuck during injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens at the point the lens became stuck is a deviation from the IFU and is the likely causative factor of the lens being delivered in a damaged (torn) condition into the eye.

Event description:
On 15th april 2025, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the lens got stuck during injection and on implantion into the eye the iol was observed to be torn necessitating lens explantation and exchange.